Event description:
A malfunction was reported on the customer's pump, indicated by malf 12. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer was instructed to return the problematic pump within 10 days to avoid charges, while cts sent a replacement pump with updated software. The customer was advised to program their settings and connect their cgm to the new pump upon receipt and acknowledged the instructions. Customer will continue to use current pump.